Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip (B)(4). Note: manufacturer contacted customer on 12/5/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of 180mg/dl fasting using truemetrix air meter and 119mg/dl fasting using trueresult meter. The customer is also concerned with results obtained of 164, 264, 166, 187 and 178mg/dl. The customer's expected fasting blood glucose test result range is 100 - 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 11/30/2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in a kitchen drawer. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).